Manufacturer narrative:
Received 1 used latex foley catheter. The reported event was confirmed as a manufacturing related issue. During the visual inspection the exterior of the sample was inspected, and no evidence of a failure that would support the reported event was found. A functional evaluation was performed as follows: using a lab syringe, inflated the balloon with 30cc of water using normal fill technique and the bifurcation inflated. Dissected and found the area of latex at the bifurcation was thin (webbing), which confirmed that the failure was a manufacturing related condition. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the device was unable to be inflated. The catheter was used post urological surgery. The catheter was inserted and the water was injected into the inflation valve; however, the water would not go into the balloon. No patient injury was reported, and there was no reported prolongation of the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, the device was unable to be inflated. The catheter was used post urological surgery. The catheter was inserted and the water was injected into the inflation valve; however, the water would not go into the balloon. No patient injury was reported, and there was no reported prolongation of the procedure.